Manufacturer narrative:
The tnt hs stat reagent lot number was 771982 with an expiration date of 30-jun-2025. The hcg stat reagent lot number was 768078 with an expiration date of 31-may-2025. The field service engineer visited the customer's site twice. On the 1st service visit, he checked the sample/reagent probe tubing, the loop tubing behind them, and their adjustment and they were acceptable. He found that the table upon which the instrument was standing resulted in the rack loader and instrument to fold towards each other, affecting the sample/reagent probe rack sampling position. On the 2nd service visit, he cleaned dust off the instrument. The customer performed qc with acceptable results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 8 patients' serum/plasma samples tested with elecsys tnt hs stat assay and 1 patient serum/plasma sample tested with elecsys hcg stat assay on cobas e411 immunoassay analyzer (rack system) when compared to a different analyzer. Sample 1 to sample 8 were tested for tnt hs stat: sample 1 (patient 1): initial result: 20.79 pg/ml. 1st repeat result: 233.4 pg/ml. 2nd repeat result: 232.7 pg/ml. All measurements were obtained from the original analyzer. Sample 2 (patient 2): initial result: 10.93 pg/ml (tested on the original analyzer). Repeat result: 4.52 pg/ml(tested on another analyzer). Sample 3 (patient 3): initial result: <3.0 pg/ml (accompanied by a data flag and tested on another analyzer). Repeat result: 6.81 pg/ml (tested on the original analyzer). Sample 4 (patient 4): initial result: <3.0 pg/ml (accompanied by a data flag and tested on another analyzer). Repeat result: 7.60 pg/ml (tested on the original analyzer). Sample 5 (patient 5): initial result: <3.0 pg/ml (accompanied by a data flag and tested on another analyzer). Repeat result: 9.60 pg/ml (tested on the original analyzer). Sample 6 (patient 6): initial result: <3.0 pg/ml (accompanied by a data flag and tested on another analyzer). Repeat result: 6.94 pg/ml (tested on the original analyzer). Sample 7 (patient 7): initial result: <3.0 pg/ml (accompanied by a data flag and tested on another analyzer). Repeat result: 7.67 pg/ml (tested on the original analyzer). Sample 8 (patient 8): initial result: 5.18 pg/ml (accompanied by a data flag and tested on another analyzer). Repeat result: 12.64 pg/ml (tested on the original analyzer). Sample 9 (patient 9) was tested for hcg stat: initial result: <1.00 miu/ml (accompanied by a data flag). 1st repeat result: >10000 miu/ml (accompanied by a data flag). 2nd repeat result: 17403 miu/ml. All measurements were obtained from the original analyzer.

Manufacturer narrative:
The field service engineer identified that the instrument table was not stable in place and stressed the instrument alignment of the pipetting components. He installed a new table which resolved the issue. The root cause was due to an unstable instrument table causing several misalignments of the instrument.